Event description:
During an ercp with stone retrieval, shl and stent placement procedure, the ehl fiber tip broke off within the bile duct. The tip was not able to be retrieved and the lip felt there was minimal risk to the patient due to the retention of the item.